Event description:
A patient (weight, age and sex unknown), underwent radio frequency ablation for hepatic cell carcinoma in 2007. The procedure time was approx 20 minutes with 5 minutes of 'total time' energy applied. Roll-off was successfully achieved during this period. After completing the treatment for the lesion, hemostasis was performed on the surface of the liver. During hemostasis, the pt complained of dyspnea. Due to the patient's underlying condition of chronic obstructive pulmonary disease, the pt was transferred to the intensive care unit (ICU). While in the ICU, it was confirmed that there was a collection of fluid near the heart and drainage was performed. The pt suffered from cardiac tamponade and expired that same day. An autopsy was requested, however, was not performed. The physician's opinion regarding the events states that "it is very difficult to think that this device would have caused the incident. It is possible that cardiac tamponade occurred because under CT, the heart, diaphragm and liver were located very close to each other; the heat was run through the heart during ablation".

Manufacturer narrative:
This device is currently being evaluated by the manufacturer. Following completion of the engineering evaluation, a supplemental medwatch report will be filed along with the device history record and family product trending report.